Event description:
Alleged the left siderail will not latch.

Manufacturer narrative:
The facility found the latch pin and release latch were worn. The facility replaced the worn parts to repair the stretcher.